Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise, pacing impedance measurements greater than 2000 ohms and no capture despite maximum device outputs. A lead fracture was noted to be the cause of the clinical observations. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.